Event description:
It was reported that the patient's left femur was revised. Rep was not present for the revision, but provided pre-implant, post-implant, and pre-revision x-rays. The x-rays appear to show the recon lag screws broken cleanly medial to the nail with no visible signs of bending (confirmed by visual inspection of the devices).

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the alleged lag screw shows signs of usage and is completely broken medially. The surface of the broken lag screw is heavily damaged. The lag screw is broken at the point where it had contact with the medial nail hole rim and it migrated medially. The breakage surface of the broken lag screw shows partly a smooth structure, indicating a fatigue fracture. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The x-rays provided were presented to experienced independent medical expert. However, the provided x-rays were not sufficient for a thorough evaluation, strictly based on the information available, opinions were shared by the medical expert against the questions asked: ¿[¿] the pre-revision x-ray shows a hypertrophic non-union. The collapse, however, is not at the site of the initial fracture (subtrochanteric) but is located at the lateral neck. Therefore, either there was a fracture line not displayed on the preoperative image (was a CT-scan undertaken preoperatively?). If there was no proof of a fracture at that location before it was either not recognized with the limited preoperative pictures taken or due to the complicated fracture pattern and the very high degree of displacement the blood supply and metabolism was impaired and weakened the bone on the femoral neck. [¿]¿ based on investigation, the root cause was attributed to a patient related issue. The failure was caused predominantly due to non-union and/or weakened bone of femoral neck (resulting into the breakage, in fatigue manner). If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that the patient's left femur was revised. Rep was not present for the revision, but provided pre-implant, post-implant, and pre-revision x-rays. The x-rays appear to show the recon lag screws broken cleanly medial to the nail with no visible signs of bending (confirmed by visual inspection of the devices).